Event description:
It was reported that after placement of the proximal interlocking screw, it was discovered that the captured screwdriver inner shaft had broken off inside the screw head. No additional information is available. No adverse event was reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, d1, d2, d4, d9, g3, h2, h3. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Cosmetic inspection of the product found it to have damages; nicks, scratches and wear marks. It is confirmed the tip of the product has fractured off and not all the pieces were returned. Device was submitted for further analysis. Analysis determined the inserter connector sample analyzed by sem showed that it fractured due to torsional overload. Sheared ductile overload dimples identified throughout the fracture surface. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.